Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the lead was returned for analysis. No further complications were reported.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3887-56, lot# va13wrz, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted for non-malignant pain. It was reported that the patient may be having a type of allergic reaction to the lead. It was stated that the lead that was bothering the patient was explanted on (B)(6) 2017, and will be replaced with another lead. The explanted lead will be returned to the manufacturer. The issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Analysis determined that the proximal end of the lead connector was crushed. No significant anomaly was found. Fdr 3233, fcd 11 no longer applicable. If information is provided in the future, a supplemental report will be issued.